Manufacturer narrative:
Complaint details: the customer reported on 06/14/2019 that their rns's lost communication with tele for about 7-10 mins. And the same issue occurred with cns's. Service provided: troubleshooting. Investigation result: the root cause was determined to be networking issue on customer's end. The issue was resolved by the customer. No other network issue was reported subsequent to this complaint record. The device was in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design. D11. Concomitant medical products. The following devices were being used in conjunction with the cns: zm-531pa (serial number: unknown). Org-9110a (serial number: unknown). Rnss (serial number: (B)(4).

Event description:
It was reported that the central nurse's station (cns) displayed comm loss with the devices that it monitored. No consequence or impact to the patients were reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) displayed comm loss with the devices that it monitored. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: zm-531pa (serial number: unknown). Org-9110a (serial number: unknown). Rnss (serial number: (B)(4)).

Event description:
It was reported that the central nurse's station (cns) displayed comm loss with the devices that it monitored. No consequence or impact to the patients were reported.